Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) : the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010 21:00:05. Weekly hv-lead impedance trend data shows an abrupt increase for min and max svc defib impedance= 72 to 254 ohms peak between (B)(6) 2010 and (B)(6) 2012.

Event description:
It was reported that there was high impedance on the high voltage coils and a loose connection. The lead was reconnected and normal parameters were obtained. The device and lead remain in use. No patient complications have been reported as a result of this event.